Event description:
It was reported that the tibial component was disassociated from the insert. Re-surgery was performed.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that several attempts have been made to obtain clinical/medical information to no avail. No supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. A review of complaint history did not reveal additional complaints for the listed part. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.